Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, e3 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to mis-handling of the device when removing the fiber from the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus by a sales representative that the device (ball tip single use fiber) fail upon initial use. The laser fiber broke when being removed from the scope. The reported issue occurred during an ureteroscopy. The procedure was not prolonged, and the condition of the patient was not impacted due to the failure. There was no patient injury or adverse event reported to olympus.